Event description:
It was reported that during a ptca/stent procedure the balloon was inflated and noted to have a leak in the system. The balloon did not properly inflate and the stent remained undeployed. The sds was removed and the wire was left in place. Several attempts to advance another balloon resulted in slight displacement of the stent from the intended site. Additional stents were used to fully oppose the stent and finish the case.